Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 18ga 1-1/2in sb tw disconnected from the base. The following information was provided by the initial reporter: after striking a bottle of medicine, the needle disconnected from its base.

Manufacturer narrative:
Investigation summary : a device history record review was performed for provided lot number 200821 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one sample was returned for evaluation by our quality engineer team. Through examination of the sample, the cannula was observed completely detached from the hub component, with a small amount of residual adhesive remaining on the cannula. To further investigate this issue, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were visually inspected and all samples appeared to have the correct amount of adhesive joining the cannula and the hub components, with no signs of a loose connection. Pull tests were also performed and the results were within specification. It has been determined that this incident resulted due to an incorrect dosage of the adhesive. This error could occur during the assembly process due to an adjustment or replacement issue with the adhesive nozzle. The needles are inspected during the manufacturing process for signs of adhesive error and automatically rejected if a defect is identified. The camera system that detects these potential defects is challenged every eight working hours. Based on the preventive measures in place, we are confident that this was an isolated incident with an unlikely recurrence.

Event description:
It was reported that needle 18ga 1-1/2in sb tw disconnected from the base. The following information was provided by the initial reporter: after striking a bottle of medicine, the needle disconnected from its base.